Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced redness and two hard areas at the peg site. On (B)(6) 2018, nurses reported the patient was seen by gp on (B)(6) 2018 regarding peg site infection and the patient was treated with antibiotic flucloxacillin 500 mgs x 7 days. There was no redness or ooze at site on (B)(6) 2018 and the issue was resolving.